Event description:
Customer reported that the back light would not turn off. Customer stated that the light was turning off and on by itself. Customer's blood glucose reading at the time of the call was 120 mg/dl. No further information reported.

Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. Unable to verify backlight anomaly due to blank display. Also received with moisture damage on motor, vibrator and battery tube assembly. No moisture damage on the keypad assembly. Also received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads.